Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned and analyzed, with no electrical issues found. There was blood in the distal conductor. Also, there is only one set of setscrew marks on the is-1 pin, and it is too proximal, indicating the lead was not fully inserted into the device. The analyst noted this could have caused the reported electrical issues. The blood in the distal conductor most likely entered through the is-1 pin as no insulation breaches were observed. This caused the helix to not function properly.